Event description:
It was reported to philips that gantry movement failure due to force sensor and niu issues on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the force sensor and node interface unit, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).